Event description:
Suspected that when et tube balloon inflated the balloon may have herniated over the end of the et tube causing obstruction of et tube preventing ventilation. Anesthesia removed potentially defective et tube from patient and placed a new et tube. Patient oxygen saturation remained normal throughout incident. No injury to patient noted throughout incident.